Event description:
Pt began having discomfort in 2005 post-op a sling procedure. The pt began discharging piece of the tissue vaginally. An abdominal abscess was noted at the suprapubic incision. The doctor went back in surgically to explore and found that the sling was in place and pt was still continent. The doctor retained a 4cm piece of the expelled tissue in the pt's file. No further complications have been reported.